Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2008; 4076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced chest wall stimulation. The polarity on the left ventricular (lv) lead was reprogrammed. The lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.